Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the physician was unable to obtain acceptable r wave amplitude with acceptable threshold. The lead was not implanted. Patient was fine post procedure.